Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was in 500-542 mg/dl range. The customer administered a manual injection to address bg level. Customer resumed insulin delivery successfully.